Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 application had no sound when sound testing. No medical intervention was reported. Additional event or patient information is not available. Data provided for evaluation. A review of the data observed that the phone was muted. The reported event was confirmed. A root cause could not be determined.